Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen had scratches and makes hard to see, non responsive buttons and no delivery alarm. No harm requiring medical intervention was reported. Customer stated that they experienced high blood glucose because they was sick and cold. Customer was treated with insulin pump. Customer declined troubleshooting. The insulin pump will not be returned for analysis.